Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified coronary artery. Following pre-dilatation using a non-bsc balloon catheter, a non-bsc stent was implanted to treat the lesion. Subsequently, a 3.00mm x 12mm nc emerge balloon catheter was advanced for post-dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. There was a possibility that the stent was lifted but was not confirmed. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported.